Event description:
It was reported while a patient had been wearing a pod for less than an hour the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. During the investigation, the device deployed with no issue upon manual rotation of the ratchet gear. The download data indicates that the device completed the first prime at pulse 46 and was then deactivated at pulse 46. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.